Event description:
Bottle to bottle variations in the acs-180 gentamicin assay (lots 19 and 20) lite reagent have been observed on in-house testing which may contribute to erroneous results that are either too high or too low.